Manufacturer narrative:
The investigation into this article is currently ongoing. Once the investigation is completed, this report will be updated. Reference: kobe, julia m.d., et al. Implantation and follow-up of totally subcutaneous versus conventional implantable cardioverter-defibrillators: a multicenter case-control study. Heart rhythm, january 2013, volume 10, no. 1, pages 29-36.

Event description:
Boston scientific received information through a journal article of a study involving subcutaneous implantable cardioverter defibrillators (s-icds). The purpose of the study was to compare patients with an s-ICD system to patients a with a match conventional transvenous ICD system with specific focus on perioperative complications, conversion of induced ventricular fibrillation (vf), and short-term follow-up. Sixty nine patients that received an s-ICD system were followed in three different centers in germany. One patient developed a severe hematoma post-procedure that required revision. In a follow up group, one s-ICD had to be explanted due to an infection eight weeks after initial implantation. This patient received a transvenous system post-explant. No additional adverse patient effects were reported. In addition, three patients had three inappropriate shock delivered due to t-wave oversensing in the initial vector. Reprogramming of the vector was performed and no further episodes were noted. One patient had two non-sustained episodes most likely due to electromagnetic interference (emi); however, the source of the noise was unable to be conclusively determined. The serial numbers for these devices were not provided in the article.